Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Correction: h6: coding should reflect attempted intervention correction:b5: field should reflect intervention performed but was not successful.

Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. Corrective intervention was performed but was unable to resolve the issue. The device was able to be interrogated by the programmer, but connection to the mobile device was not successful. No further adverse patient consequences were reported.